Event description:
The lay pt's one touch ultra test strips were damaged. The pt obtained results of 60, 252,. Nad 216 mg/dl on the reported meter within 10 minutes of each other. The reporter told the customer service agent the test strips were "off cut and would not wick blood up completely". The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.